Manufacturer narrative:
(B)(4). Batch # p92v0y. Investigation summary: the device was returned with no apparent damage. The device was connected to a gen11. The device was functional and worked as intended. There were no anomalies noted with the functionality of the device. There were no abnormal sounds heard d at any time during testing. The device was disassembled to inspect the internal components and no anomalies were found, related to the reported event. When the device was disassembled, the closure indicator was broken and not making contact with the moving trigger. In addition, it was found that there was a cracked internal component; the y-link. It could not be determined what may have caused the reported incident of: ¿ the buzz sound began to be heard in the blade of the device¿. A batch history record review was performed, and a nc was created during the manufacturing of this batch but was not related to the event description. Additionally no defects or protocols related to the complaint were found during the manufacturing process.

Event description:
It was reported that when prof. Performed gastric cancer surgery, he used harmonic hd 1000i, which was newly coded in the hospital. About an hour after using the harmonic product, the buzz sound began to be heard in the blade of the device. This noise prevented the professor from concentrating on the surgery. The noise persisted for a while, then it disappeared again naturally, then it occurred again and it was repeated. The professor decided to use the new product because of the suspected abnormal performance of the product. The surgery was successful. There were no adverse event so far on patient.